Manufacturer narrative:
(B)(4).

Event description:
The pt developed a (B)(6) during her neurostimulation trial. She was hospitalized and was later released home with an intravenous line. The pt received a therapeutic benefit from the stimulation during her trial and was implanted with a neurostimulator once the infection resolved. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.